Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had debris in female iui. The issue was observed by manufacturer representatives during site visit. No products available for investigation, device taken to clinical engineering for repair. There was no patient involvement.